Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, when attempting to retrieve meperidine, the drawer consistently failed, preventing access to the medication. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that no issue was reproducible and the system was functioning normally after inspection. A field service engineer found no failure upon arrival, reviewed mpar, verified drawer operation in diagnostics, and confirmed no debris or no partially seated ribbon connectors. The system functioned as intended when the field service engineer investigate the device.